Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with two units of polyflux 170h, an external dialysate leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection with the naked eye of the product showed the product dry and did not identify any abnormalities that could have contributed to the reported condition. A leak test of the dialysate and blood sides were performed, and no leakage was observed. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot should additional relevant information become available, a supplemental report will be submitted.